Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the there is no power on the machine. The field service engineer replaced the bad slide and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the drawer 4 was sticking. The customer stated that this malfunction caused a delay to the patient care. The user managed to get medication another station. There were no adverse events or injuries reported based on this incident.